Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to elevated shock impedances and rv thresholds. The field representative was not aware of whether the shock impedances were within range. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.